Event description:
It was reported that the 2600 system workstation would intermittently shut down and reboot. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation and the malfunction was verified. It was determined that the workstation quad output power supply needs replacement. The power supply was replaced. The system was tested and found to be working as intended and placed back into service.